Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2021-01031 was provided in sections b1, b2, b5, d6a, d6b, h1, and h6.

Event description:
It was additionally reported the patient experienced a severe gastrointestinal bleed. No information was provided if any interventions were performed for the bleeding. The decision was made to not provide further treatment to the patient, and the patient was made a do not resuscitate order. Although the medical team was advised the pump was in danger of a pump stop as the pump was in use well beyond the design days of use, the medical team advised the pump would not be replaced. It was reported the pump stopped after 30 days of use and the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The impella 5.0 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) year-old (B)(6) male patient had impella 5.0 pump inserted in the right axillary for post-cardiotomy cardiogenic shock (pccs). The patient was implanted on (B)(6) 2021 and explanted on (B)(6) 2021. The complainant reported that the impella 5.0 stopped on (B)(6) 2021 after 30 days of use.